Manufacturer narrative:
Date of event reported as (B)(6) 2017. It is unknown if this is the date the device broke or the date the device was discovered broken. A product investigation was completed: part number 356.821 reamer ø11 f/pfna blade: one of the four blades on reamer¿s cutting head is broken off. The broken off portion is missing. The remaining cutting and flute blades are worn. The smallest shaft feature on the coupling end shows marks of use. Because of the damage and the present wear, the complaint relevant dimensions cannot be checked anymore for dimensional accuracy of the valid manufacturing specifications. The examination of the manufacturing papers and the raw-material testing certificate showed no deviations regarding dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards for stainless steel. Lot u229360 was manufactured in june 2015 and there were no issues during the manufacturing of the product that would have caused the complaint condition. No manufacturing related issue was identified and/or confirmed. The present damage and wear an all instruments was caused post-manufacturing. The root cause determination for all devices has been defined to be mechanical overloading while use. No manufacturing related issue was identified and/or confirmed. Device history record review reported on initial medwatch was correct. No additional device history record review was requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4), supplier: external (B)(4), manufacturing date: 29.jun.2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that upon receipt of a loaner set from a distributor, it was noted the reamer for proximal femoral nail-antirotation (pfna) blade and the drill bit for pfna blade both have a broken tip. It is not known how or when the devices were broken, no patient involvement was reported. This report is for one (1) reamer for pfna blade. This is report 1 of 2 for (B)(4).